Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete, a follow up report will be submitted.

Event description:
It was reported that the patient was not presenting clinically the same as the patient was presenting numerically on the radius-7 device. The radius-7 was continuously dropping out from the root device and reading sensor off. The signal quality was poor, and it was reading low saturations during the few times it was displaying a number. The patient clinically had no signs or symptoms of desaturation. The patient was awake, alert, and oriented with warm hands. Best practice sensor placement was confirmed. There was no ambient light interference and patient had zero motion. There was no clinical indication that the patient was decompensating in any way. Another pulse ox was placed on the patient, and the saturation of the patient on that device was 94, despite the radius-7 reading in the lower 80s. The signal quality improved with the swap out of the instrument module and the drop outs ceased. The same sensor, on the same finger, with the same battery on the same root were used. It also matched what the other pulse ox device was reading with the new radius-7 instrument module in place. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated, both manual and preset simulation tests passed. No product performance issue identified related to spo2 and pulse rate. Internal evaluation revealed conductor breaks in the flex cable inside the instrument module. Open circuitry in the flex cable results in loss of communication with connected sensors. A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues related to this reported event.